Event description:
Event description boston scientific received information that during the implant procedure of this cardiac resynchronization therapy defibrillator (crt-d) the coronary sinus was perforated.